Event description:
It was reported that the patient presented after an eri trigger. It was noted that the implantable cardiac monitor exhibited premature battery depletion. The device was explanted and replaced. The patient was not symptomatic and was stable during and post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. No anomaly was detected.